Event description:
It was reported that the patient presented for a routine follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed as high ventricular rate episodes. The noise was reproducible with isometrics. Programming changes were made. The patient was stable.